Event description:
A user facility reported that three days following intraocular lens (iol) implant surgery, the haptic broke and the lens was exchanged. Additional information was received from the surgeon, who indicated four days following implant surgery, he noted the iol was decentered and was off the visual axis. Three days later, the surgeon noted the haptic had broken from the optic and exchanged the iol for the same model and power. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, the observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. There were no other complaints reported in the lot. Additional information has been requested by phone, fax and mail on (B)(4) 2013. A completed questionnaire has not been received. Additional information received from the surgeon on (B)(4) 2013. (B)(4).